Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified superficial femoral artery. After a 14 guidewire crossed the lesion, a 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.